Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, the right high-resolution stereo viewer (hrsv) of the second surgeon side console (ssc) turned black. The site received phone assistance from the intuitive technical support engineer (tse). Prior to the phone call, the site had rebooted the system, but the issue was not resolved. Tse advised the customer to power down the system, cycle the ssc breaker and reseat the blue fiber cable to resolve the issue. However, the customer elected to continue the procedure with another ssc. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm the reported complaint. Fse replaced high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and reported failure was confirmed. The hrsv was installed and tested on an in-house system. The system started up and failed without video on the display.